Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation the most probable cause reported malfunction was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken light guide sheath of the insertion tube with metal exposure. There was no patient involvement.